Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated that he can hardly see the number. The customer reports the rainbow effect and the battery life was diminished. The troubleshooting was declined by the patient for the partial display. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement, self test and passed the dat test at 0.08720 inches noted. No missing segment/partial display anomaly during test.